Event description:
It was reported to philips that the heartstart mrx defibrillator had a failed operational check. A charge button failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.